Manufacturer narrative:
Device received with reservoir tube lip look normal no crack noted. The test reservoir was able to lock in place. Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No delivery alarm or motor error alarm during testing noted. The motor was tested outside the unit and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. Customer's blood glucose value was unknown at the time of incident. The customer also reported that the reservoir chipped during unscrewing I and insulin pump alarm no delivery. The insulin pump will not be returned for analysis.